Event description:
The cardiology fellow attempted arteriotomy closure with a prostar xl 8 fr pvs device. Marking was difficult to achieve. When mark was finally obtained, there was bleeding around the sheath. The fellow chose to deploy, but did not get good arterial capture. The device was removed and the pt went to successful manual compression. The pt did fine after transfusion with one unit of packed cells. Reports from the field indicate that the arteriotomy may have been a side wall stick and that the arteriotomy may have been enlarged in attempting to achieve mark from that angle. This was supported by the report that there was bleeding around the sheath once marking was obtained. At that point, it should have been apparent that device was not large enough close the arteriotomy and the device should have been removed in favor of the next larger device or manual compression.